Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred outside of the patient body. During preparation the physician felt resistance advancing the taxus express2 2.50x12 mm stent over the guidewire and into the touhy. It is suggested the physician pushed too hard on the taxus express2 catheter and it started to bend and then fractured outside of the pt body, consequently the catheter never touched the pt. It is estimated the fracture occurred about 10" proximal from the hub. The procedure was successfully completed using a new taxus express2 2.50x12 mm stent. No additional intervention was needed. No pt injuries or complications were reported. Pt status is reported to be "satisfactory/good."